Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using power port MRI isp. Post the procedure on (B)(6) 2025, the catheter was found fractured within the patient's body. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photo was provided for review. The first photo shows partial view of of a clinician holding the proximal catheter segment in which the catheter tube was completely broken and separated into two fragments with one part attached to the port body. The second photo shows partial view of of a clinician holding the distal catheter segment in which the catheter tube was completely broken and separated into two fragments. Therefore, the investigation is confirmed for the reported catheter fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using power port MRI isp. Post the procedure on (B)(6) 2025, the catheter was found fractured within the patient's body. There were no reported patient injuries.